Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that during cauterization the tip of the device started to burn. The surgeon was able to remove it before it caused harm to the patient.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. Here we found visible damage and cracks at the front handle part gk370200. Additionally we found visible damage, grooves, a cavity, and scratches at the outer tube gk380203. We also found a melted outer tube. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard, a material defect or production error can be excluded. We assume the damaged outer peek tube as the causal factor. We also assume that the melted outer tube were caused by disruptive discharges and this could have been caused by the visible damage, scratches, and grooves in the outer tube. Additionally the outer tube shows heavy signs or wear. No CAPA is necessary.